Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.